Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2026).

Event description:
It was reported that during a port placement procedure, the catheter and sheath allegedly ruptured. It was further reported that catheter allegedly failed to advance. The tear was noted in the right subclavian vein and experienced bleeding. The current status of the patient was reported to be stable.

Event description:
It was reported that during a port placement procedure, the catheter and sheath allegedly ruptured. It was further reported that catheter allegedly failed to advance. The tear was noted in the right subclavian vein and experienced bleeding. The current status of the patient was reported to be stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one l/p MRI implantable port attached to a groshong catheter, one 7.0fr peel-apart sheath, one vessel dilator and one catheter were returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the catheter. However, striations were noted throughout the surface. Although the sample was returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported fracture and deformation issues, as the 7.0fr peel-apart sheath was noted to be partially peeled. Bunching and bends were noted throughout the sheath shaft. The vessel dilator was noted to be bent with a deformed distal tip. However, the investigation is inconclusive for the reported failure to advance issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.